Manufacturer narrative:
D5; h2,3,4,6; g4: added addition info. D6: device returned with no lot identification. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: clip in jaws, no; damaged jaws, no; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged other, feeder shoe; damaged tip shrouds, top and bottom sh; damaged trigger, no; damaged tube, no; and damaged weld seams, no. Functional tests & results: jaws: inside width at tips, .180. Analysis conclusion: based on the info received and the visual inspection, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that the jaws were intact. However, it was noted that the feeder shoe was damaged and partially detached from the instrument. It was also noted that the top and bottom shrouds were damaged. No conclusion could be reached as to how the damage to the instrument occurred. It should be noted that if torque is applied to the jaw of the instrument, the instrument can become damaged and will not perform as designed. If the jaws are torqued or closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the jaw of the device broke and fell into the pt. The jaw was retrieved from the pt; there was no pt consequence.